Manufacturer narrative:
The hill-rom tech found the brake caster inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).